Event description:
The company was informed that the patient reportedly experienced a sudden loss of sound. External equipment was exchanged; but, lock could not be established between the implanted device and the external equipment. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.